Event description:
Pt was scheduled for a bilateral implant exchange. Upon doing the implant exchange it was discovered that both right & left implants were ruptured. The explanting surgeon nor the pt knew who the MFR of the ruptured implants was. The pt had the implants inserted in 1982 at another facility by another surgeon. The implants & any tissue surrounding them were sent for routine pathology with nothing abnormal reporting out. Facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.